Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is not holding the rate, and automatically changes the rate in error. The customer states that du ring use the rate is set for 80mls/hr and is changing to less than 80mls/hr causing the pump to under deliver. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is not holding the rate.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.